Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the was button would "stick" and that pump time was incorrect by one hour due to local time change. Customer's blood glucose level ranged between 69-145 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.